Event description:
The customer stated that she was hospitalized on three occasions. Twice for low blood glucose levels and once for high blood glucose levels. The customer's blood glucose reading was 35 mg/dl on the first hospitalization. No blood glucose reading was reported for the second event. The customer's blood glucose levels were in the 800 mg/dl range on the third event. Troubleshooting was performed and the insulin pump was programmed correctly. The insulin pump passed the prime, displacement and high pressure tests.

Manufacturer narrative:
The insulin pump passed the functional test including the occlusion, prime, excessive no delivery and displacement tests.